Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
After an attempt to deliver the cypher, it was observed that the stent was misaligned on the stent delivery system (sds). The pt was a female. The target lesion was the distal left circumflex branch (lcx). It is unk if the lesion was a de novo. The vessel was highly calcified and highly tortuous. There was 99% stenosis. The lesion was pre-dilated with a balloon (quantum maverick 3.5/15mm, boston). The cypher (3.5/18mm) was delivered to the target lesion but would not cross the lesion. Therefore, the cypher was retrieved from the pt, and the physician observed the stent had misaligned one marker band length proximally on the sds. Due to the possibility of stent dislodgement, the physician stopped using the cypher. A taxus was delivered to the target lesion without friction and then implanted without any issue. The procedure was finished successfully. There was no pt injury reported.